Event description:
Additional information received on 2/7/2025 for report mw5161567 to update procode img.

Event description:
Patient was receiving electrical stimulation. Upon completion of treatment and inspection of skin after electrical stimulation, the physical therapist assistant noted skin alterations and notified their supervisor of the findings.